Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during surgery on (B)(6) 2011, the tip of the instrument broke while fixating. The broken tip was retrieved and disposed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. The device was received and one tip of the forceps was broken off. The cause is unknown. There is evidence that too much applied mechanical force well beyond its calculated design during use caused the breakage. The manufacturing documents were reviewed and no discrepancies to the specifications were found.